Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s cgm was reading low mg/dl while the bg meter was reading 137 mg/dl. The patient was asymptomatic but was alerted by his diabetes service dog. It was not specified if the patient provided himself with any medication or treatment at the time. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 210 mg/dl. While the bg meter was reading 377 mg/dl. The patient was treated with intravenous (IV) fluids and was monitored for an hour before being discharged. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to going to the ER. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.